Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker passed out and there were sudden brady response (sbr) events related were premature atrial contractions were observed. There was also far field atrial sensing noted on one of the sbr episodes. Reprogramming options were suggested for this pacemaker that remains in service at this time. No additional adverse patient effects were reported.